Event description:
Additional information reported that the patient had a battery replacement surgery the day before the report. The previous battery was implanted in 2010, and it was said to be "dead". It was noted that the patient was sore from surgery. No further information was provided.

Event description:
It was reported there was a power on reset (por) condition noticed about three weeks prior to the date of this report. It was stated the patient stopped feeling stimulation around the same time. It was noted the patient had gallbladder surgery about 4 months previous, and the stimulation was not turned off for the procedure. High impedances were also reported. Readings of greater than 4,000 ohms were reported for all unipolar and polar pairs. A CT scan was taken and did not reveal any disconnected or fractured lead wires. As of a week after the date of this report, the patient could still not feel stimulation. Stimulation was not able to be obtained after reprogramming as well. Prior to not feeling stimulation, the patient could feel stimulation and was getting therapy. No falls or traumas were reported in relation to this event. The por was not associated with the CT scan. It was indicated the patient was doing "fine." A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3093-28, lot# v484486, implanted: (B)(6) 2010, product type: lead. (B)(4).